Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was isolated to the faulty reed switch sw5, but further root cause is undetermined. The customer has been provided with replacement device. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device intermittently doesn't turn on when the lid is opened. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.